Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the keypad was worn and that the buttons require multiple button presses at times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/08/2014 with the following findings: the symbols on the keypad were worn. The keypad was peeling, but all of the buttons responded properly. There was no damage or contamination found on the button contacts when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.